Event description:
On 9/24 site called & questioned "calc errors" received on two mda ii system updated with ver. B.30 software on 9/23. On 9/27, on 2nd call, customer notified co of a pt who presented to ER on with heart complications & was put on haparin IV at 5p.m. First specimen at lab at 11:30 pm, mda ii pt result reported to floor, but system reported "calc error" on aptt test. Lab requested reddraw of specimen to rerun aptt & this specimen gave 2nd "calc error" instead of using an alternate method, site requested 3 more redraws. As a result no aptt results were available for reporting to the floor. Co is unaware of the customer site doing an additional testing to resolve the multiple "calc errors". At 8:30 pt went into cardiac arrest & died. Site states cardiac arrest due to internal bleeding. Site feels pt treatment delayed due to "calc errors" & they feel these errors are related to changes made in the b.30 software.